Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. Upon removal, the rotapro became stuck on the rotawire. The rotapro could not be removed; therefore, the devices were removed together as a system. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. Upon removal, the rotapro became stuck on the rotawire. The rotapro could not be removed; therefore, the devices were removed together as a system. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. A microscopic and visual inspection of the device presented no damages or defects. The rotawire was able to pass through the related rotapro device with no resistance. The device dimensions, including length, outer diameter (od) of the tip, od of the middle of the device, and od of the proximal section, were within specification.